Manufacturer narrative:
Based on the received information, the dacapo powerpack 1106g047 was observed to have been leaking. This might be caused by the bulging of the housing which occurs when the device is not refreshed/used for a long period of time. The concerned device will not be sent back for investigation. This is a combined initial and final report.

Event description:
Patient requested a check up for dacapo powerpack. Electrolyte leakage of dacapo power pack was found at (B)(4) med-el service _ repair. Neither patient contact to battery chemistry nor any injuries have been reported. The affected device will not be returned to hq (B)(4) due to iata regulation.

Manufacturer narrative:
Additional information: the returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information, a leaking and therefore, mechanically damaged housing was observed. The damage to the battery housing was clearly the reason for the malfunction of the device. This is a final report.

Event description:
The user requested a check-up of the dacapo powerpack. Neither user contact to battery chemistry nor any injuries have been reported. The affected device will not be returned to hq (B)(4) due to iata regulation; but a device supplemental sheet was received at hq (B)(4).

Manufacturer narrative:
Additional information: based on the received information, the dacapo powerpack (B)(6) was observed to have been leaking. This might be caused by the bulging of the housing which occurs when the device is not refreshed/used for a long period of time. The concerned device will not be sent back for investigation. This is a final report.

Event description:
Patient requested a check-up for dacapo powerpack. The affected device will not be returned to hq innsbruck due to iata regulation. Neither patient contact to battery chemistry nor any injuries have been reported.